Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe persistent pelvic pain"), menstrual disorder ("menstrual hemorrhaging"), menorrhagia ("abnormal bleeding menorrhagia") and cervix carcinoma ("carcinoma of the cervix") in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervical polyp and fibroids. Concurrent conditions included acute inflammation of orbit, unspecified, leukemia, multiparous and peripheral artery stent insertion. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient was found to have weight increased ("weight gain"). On (B)(6) 2016, the patient experienced vulvovaginal discomfort ("vaginal irritation"). On (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2017, the patient was found to have cervix carcinoma (seriousness criterion medically significant). On an unknown date, the patient experienced menstrual disorder (seriousness criteria medically significant and intervention required), depression ("depression") and anxiety ("mental anguish"). The patient was treated with surgery (ablation, hysterectomy and salpingectomy and underwent an ablation due to complications from the essure device). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving and the menstrual disorder, menorrhagia, vaginal haemorrhage, vulvovaginal discomfort, dysmenorrhoea, weight increased, cervix carcinoma, depression and anxiety outcome was unknown. The reporter considered anxiety, cervix carcinoma, depression, dysmenorrhoea, menorrhagia, menstrual disorder, pelvic pain, vaginal haemorrhage, vulvovaginal discomfort and weight increased to be related to essure. The reporter commented: current weight 168 lbs. Approximate weight at the time of essure placement 155 lbs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: results: essure device was successfully occluded. Ultrasound scan - on (B)(6) 2017: surgical pathology report. Final diagnosis: a) right fallopian tube (partial salpingectomy): - histologically unremarkable fallopian tube. B) left fallopian tube (partial salpingectomy): fallopian tube with benign paratubal cysts. C) uterus and cervix (hysterectomy): secretory endometrium. Multiple leiomyomata. Benign cervix. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:dysmenorrhea, pelvic pain,vaginal irritation. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Event depression & anxiety were added. Historical & concomitant conditions drugs were added. Product, patient & reporter information updated. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe persistent pelvic pain"), menstrual disorder ("menstrual hemorrhaging") and cervix carcinoma ("carcinoma of the cervix") in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cervical polyp and fibroids. Concurrent conditions included acute inflammation of orbit, unspecified, leukemia, multiparous and peripheral artery stent insertion. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced weight increased ("weight gain"). On (B)(6) 2016, the patient experienced vulvovaginal discomfort ("vaginal irritation"). On (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2017, the patient experienced cervix carcinoma (seriousness criterion medically significant). On an unknown date, the patient experienced menstrual disorder (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy and salpingectomy) and surgery (underwent an ablation due to complications from the essure device). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving and the menstrual disorder, vaginal haemorrhage, menorrhagia, vulvovaginal discomfort, dysmenorrhoea, weight increased and cervix carcinoma outcome was unknown. The reporter considered cervix carcinoma, dysmenorrhoea, menorrhagia, menstrual disorder, pelvic pain, vaginal haemorrhage, vulvovaginal discomfort and weight increased to be related to essure. The reporter commented: current weight 168 lbs. Approximate weight at the time of essure placement 155 lbs . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.3 kg/sqm. Hysterosalpingogram - in (B)(6) 2015: essure device was successfully occluded . (B)(6) 2017 surgical pathology report. Final diagnosis: a) right fallopian tube (partial salpingectomy): - histologically unremarkable fallopian tube. B) left fallopian tube (partial salpingectomy): - fallopian tube with benign paratubal cysts. C) uterus and cervix (hysterectomy): - secretory endometrium. - multiple leiomyomata. - benign cervix. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:dysmenorrhea, pelvic pain,vaginal irritation. Most recent follow-up information incorporated above includes: on 30-jul-2018: new pfs + mr received- new events added: abnormal bleeding (vaginal, menorrhagia), infection (bladder/urinary tract/vaginal)type: vaginal irritation,dysmenorrhea (cramping), pain, weight gain,other injury (ies) or complication (s) please describe: carcinoma of the cervix. Were added.outcome of pelvic pain event from unknown to recovering/resolving was updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe persistent pelvic pain") and menstrual disorder ("menstrual hemorrhaging") in a female patient who had essure inserted for female sterilisation. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder (seriousness criteria medically significant and intervention required). The patient was treated with surgery (scheduled hysterectomy due to complications from the essure device.) And also underwent an ablation due to complications from the essure device). At the time of the report, the pelvic pain and menstrual disorder outcome was unknown. The reporter considered menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2015: essure device was successfully occluded. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.